Manufacturer narrative:
The device referenced in this reported was returned to olympus for eval. The eval found the device to operate appropriately within specs. The device was inspected and tested and no anomalies were found. If add'l info is available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the pt was injured. It is unk what type of injury the pt experienced. Olympus followed up with the user facility to obtain more detailed info regarding the reported event but with no results.